Event description:
The patient alleged that the head section slammed down. The account stated there were no injuries. The account indicated that currently the head section is down and will not rise electrically. He hears a click when pressing the head up switch however.

Manufacturer narrative:
Technician support requested the account to inspect the head drive and retracting frame for any damage that may have caused the alleged head section drop. Repairs have not been completed.